Event description:
The complainant alleged that during routine testing by a clinician the device powered up to a blank display. The complainant indicated there was no pt involvement with this reported malfunction.